Manufacturer narrative:
The reported events of failure to capture and inadequate capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical and visual analysis was normal with no anomalies found. All other damages were sustained during the procedure.

Event description:
It was reported that the patient presented in clinic for a lead implant procedure. It was noted that the new right ventricular (rv) lead had high threshold which resulted in loss of capture. The lead was replaced in order to complete the procedure on (B)(6) 2021. The patient was in stable condition.